Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the initial report, MFR report number 0001038806-2023-00567 is a duplicate of MFR report number 0001038806-2023-00563 that was submitted on march 23, 2023. Therefore, this supplemental mw is being submitted as a retraction due to duplication of MFR report number 0001038806-2023-00563. No additional reports will be submitted under MFR report number 0001038806-2023-00567.

Event description:
This report is being submitted to retract the initial report, MFR report number 0001038806-2023-00567 as this event has already been submitted and is a duplicate of MFR report number 0001038806-2023-00563 that was submitted on march 23, 2023.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient weight unknown / not provided. Event date of event unknown / not provided. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that implant at tooth #15 was placed 1 year ago and were removed due to inflammation, infection and bone loss.